Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, clarification was received on 8/15/2023. It was reported that a sensor failure after warm up occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient experienced disorientation and seizure-like activity. The tandem pump cgm display device showed sensor failure. The spouse called 911 and the blood glucose reading by emergency medical service was 32 mg/dl. The patient was treated with an IV drip and hospitalized for 3 days. He recovered after treatment. There was no documentation of additional medical intervention for hypoglycemia. At the time of the report, the patient was better. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Event description:
It was reported that a sensor failure after warm up occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient experienced failed sensor after warm up which occurred an unspecified number of days after the sensor had been inserted in the abdomen. The patient experienced disorientation and seizure-like activity. The tandem pump cgm display device showed sensor failure. The spouse called 911 and the blood glucose reading by emergency medical service was 32 mg/dl. The patient was treated with an IV drip and hospitalized. He recovered after treatment. There was no documentation of additional medical intervention for hypoglycemia. At the time of the report, the patient was better. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.